Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, there were episodes of noise resulting in oversensing noted on the right ventricular (rv) lead. Diagnostic imaging was performed, and the lead was believed to be damaged. The lead was explanted and replaced, and no damage was observed macroscopically. The patient was stable with no consequences.

Manufacturer narrative:
Additional information: as received, a partial lead (distal end) was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies apart from procedural damage. The reported events of lead damage, oversensing and noise could not be confirmed.